Manufacturer narrative:
Additional information: g3, h6. Information received shows that this event is a duplicate of another issue reported under regulatory report #9710107-2025-00152. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the capsule failed to detach from the delivery system. The physician broke the handle during the procedure. The capsule remained attached to the delivery device when it was removed from the patient. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. No lubricant was applied to the suction chamber. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.